Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the device revealed that the tip of the waveguide had fractured and disengaged. The broken piece was not returned. Functional testing noted that the assembled device returned a green light and produced a welcome tone. The assembled device immediately alarmed when activated. The waveguide was inspected under magnification and the origin of the crack was identified. It was reported that the device received a red light and would not activate prior to use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The titanium waveguide became cracked from continued use after it made contact with a metallic object. The crack propagated until the waveguide fractured. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. Do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on total hysterectomy, the device did not activate. After several tests and replacement of the generator and also the batteries, the error persisted, and it was necessary to replace the device with a new one. After the changeover, the procedure occurred normally with no problem at all. There was no patient involvement. Medtronic's initial evaluation of the incident device found that the tip of the waveguide had fractured and disengaged. The broken piece was not returned.